Manufacturer narrative:
The technician replaced the cardio pulmonary resuscitation valve and that did not resolve the issue. The technician replaced the head hilow down valve and the head up valve to resolve the issue.

Event description:
Technician alleged that the head hilow is drifting down slowly. No patient impact.